Manufacturer narrative:
Update 28 august 2018. New ball head implanted (bigger one): ref 01.29.210 biolox delta ceramic ball head 12/14 ø 36 size l + 4, lot 176389. Batch review performed on 18 september 2018. Lot 146031: (B)(4) items manufactured and released on 12 december 2011 expiration date: 2019-10-31 no anomalies found related to the problem. To date, (B)(4) items of the same lot have been already sold without any similar reported event.

Event description:
The patient came in complaining of a leg length discrepancy. The surgeon revised the head. The surgery was completed successfully.